Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of ischemia, angina, and stenosis/restenosis are listed in the (B)(4) xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2010, the patient underwent a stenting procedure with placement of a 2.5 x 15 mm xience v stent in the proximal circumflex artery. On (B)(6) 2010, the patient experienced angina. A functional ischemia study was positive and coronary angiography noted lesions in the posterior descending artery and proximal right coronary artery. The target lesion was noted to have 25% restenosis. Medication was administered. Percutaneous coronary intervention was performed in the right coronary artery; however, no treatment was provided for the restenosis in the target lesion. The patient was discharged to home on (B)(6) 2010. No additional information was provided.